Manufacturer narrative:
(B)(4). The user facility report indicated a device malfunction with the (B)(4) aortic punch. According to (B)(6), "the surgeon said it wouldn't cut". Contact was made with the initial reporter where it was determined there were no patient complications as a result of this alleged malfunction.

Event description:
(B)(6), clinical risk specialist for (B)(6) hospital reported an incident involving an aortic punch. Input from user form: event desc: defective aortic punch per user, the cardiac surgeon, "it will not cut". Health professional's impression: surgeon said it wouldn't cut. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).